Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer also reported hardware low level failures. Customer blood glucose reading was 11.2 mmol/l. Troubleshoot was performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected this alarm is generated when the device detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarm during testing. The motor was tested outside of the device and passed. Hardware low level failures error confirmed in the device history due to cold solder joint on keypad assembly.